Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The image acquisition system (ias) does not boot motion control. Replaced motion relay, power switching and system boards. Re-flash system board firmware. Test motion control, run fluoro and rad gain calibrations. The switching and system boards and motion relay were returned for analysis. The motion relay was analyzed and no failure was found with this part. The other three parts are still under analysis. (B)(4). Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry was stuck in initializing please wait.

Manufacturer narrative:
Product ID: bi30000145, serial# (B)(4), lot# rev.7. Other relevant device(s) are: product ID bi30000443, serial#: (B)(4), lot#rev.3. Other relevant device(s) are:product ID bi30000240: serial# unknown, lot# rev 2. Other relevant device(s) are: product ID bi30000216, serial# unknown, lot# rev.1. The system ctrl board was returned for analysis functional testing found that image acquistion system not booting, the gantry is stuck on initializing please wait." Installed system control board in o-arm system 267. The system did not initialized. Motion, generator and communication failed. In the image acquistion system firmware installer the x-ray, power, and motion controls including the pendant firmware were n/a. Applied updates and the the system initialized after a re-boot. Motion calibration was successful. 2d and 3d images were acquired successfully. H3: the cable assay was analyzed and no failure was found with this part h3: the varistor was analyzed and no failure was found with this part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.